Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - it was reported that 20 months after the implantation, the patient received several inappropriate shocks. The defibrillation system was explanted and not replaced. No further data about the incident available.